Event description:
It was reported that a patient presented remotely via merlin. Net, the implantable cardiac monitor (icm) exhibited false pause episode due to under sensing. No intervention or procedure was performed. The icm will be monitored. The patient was stable throughout.